Event description:
The customer reported that the pins on the battery board are broken. There was no report of negative patient impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation is completed.